Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Upon initiation of a planned triple bypass procedure, the decision was made to pull the pump into the aorta. The pump was then re-advanced before bypass separation, but the inlet became stuck on the mitral valve. Attempts to reposition were unsuccessful and the staff declined advice to escalate or replace the device. The patient's condition continued to decline and the patient's family opted to withdraw care. The patient passed away within minutes of pump explant. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.